Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had an infection at the ipg site. In turn, the patient underwent surgical intervention wherein the entire system was explanted, and the patient was placed on IV antibiotics to address the issue. Reportedly, the infection resolved.